Manufacturer narrative:
The probable root cause it attributed to an electrical component issue in the high resolution stereo viewer (hrsv) monitor.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse high resolution stereo viewer (hrsv) monitor. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The hrsv monitor was returned for failure analysis, and the reported failure was replicated. In system logs, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The monitor was installed and tested on the printed circuit assembly (pca) test system. It was powered on showing a dark screen with a hint of red. The complaint was confirmed based on failure analysis. The probable root cause is attributed to an electrical component issue in the touchscreen.

Event description:
It was reported that during a da vinci-assisted incisional hernia intraperitoneal onlay mesh (ipom) surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed isi technical support engineer (tse) that the high-resolution stereo viewer (hrsv) right eye image was red and dark while the hrsv left eye image and vision side cart (vsc) touchscreen image were normal. Customer unplugged the endoscope, but the issue was not resolved. Afterwards, the customer powered off the surgeon side console (ssc), cycled the ssc breaker, moved blue fiber cable (bfc) between patient side cart (psc) and ssc, and then powered back on the ssc, but the issue persisted. The surgeon elected to convert the procedure to laparoscopic surgery. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotic coordinator and obtained the following additional information: there was no patient injury and no port size enlargement or additional port.